Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a pressure accuracy test failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The customer evaluated the device and confirmed the reported problem. The customer replaced the da (data acquisition) board and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.

Manufacturer narrative:
G4: 28jul2020, b4: 29jul2020. A da pcba (data acquisition, printed circuit board assembly) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the reported complaint could not be confirmed. No failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.